Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no reported impact on the customer's blood glucose levels, as the caller declined to provide specific values. Customer technical support instructed the caller on troubleshooting steps, but the issue persisted, leading to the decision to replace the pump. The customer was also guided on how to use manual injections as backup therapy and instructed to return the faulty pump using a pre-paid label.